Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached again at the quick release. Reportedly, she wore the pump and tubing under her night shirt so there was no way for it to get caught at night. She wore pump on same side as insertion. It had happened at different times of the day and from different boxes. She said there was no stress on the tubing. No further information available3003442380